Manufacturer narrative:
Information was received via published literature. Please reference literature located: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient had six previous operations for fracture treatment and failed arthroplasty, and had type 3b bone defect (bohm and bischel classification of femoral defects). As noted in the article, this patient had recurrent infection which was treated with antibiotic suppression and subsequently excision arthroplasty was done to control infection. The article also notes that this patient had multiple previous operations and significantly compromised soft tissue. Based on the information provided a likely cause or contributing factor for the reported issue is compromised soft tissue. A specific cause could not be determined with the information provided. The condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment.

Event description:
It is reported that one patient was revised 3 weeks after a two-stage revision for infection due to subsidence and dislocation.